Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit has intermittent display blanking at power up. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15feb2019, date of report : 18feb2019. Customer not available for follow up to confirm resolution or further assistance. This record will be reopened if the customer calls back or parts are received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 20feb2019. The customer replaced the defective power management board to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.